Event description:
The customer reported that their central nurse's station (cns) is displaying an orange power light and a black screen. No led indicators on mouse and/or keyboard. During the initial troubleshooting it was found that the aten kvm switch was off because the power adapter cable was loose/disconnected. After they reconnected the cable, led indicator on the switch became blue. At this point they were able to unplug and reconnect the dvi cable which allowed the cns screen to come back up. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying an orange power light and a black screen. No led indicators on mouse and/or keyboard. During the initial troubleshooting it was found that the aten kvm switch was off because the power adapter cable was loose/disconnected. After they reconnected the cable, led indicator on the switch became blue. At this point they were able to unplug and reconnect the dvi cable which allowed the cns screen to come back up. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying an orange power light and a black screen. There were no led indicators on mouse and/or keyboard. During the initial troubleshooting it was found that the aten kvm switch was off because the power adapter cable was loose/disconnected. After they reconnected the cable, the led indicator on the switch turned blue. They were able to unplug and reconnect the dvi cable which allowed the cns screen to come back up. No patient harm was reported. Investigation summary: the root cause of the monitor not powering on is a loose cable connection. The customer was checking the kvm and found that its power cable was loose. Reseating the cable resolved the issue. There is no evidence of an nk device malfunction. Based on the risk assessment, this type of failure mode is unlikely to result in patient harm.

Event description:
The customer reported that the central nurse's station (cns) was displaying an orange power light and a black screen. There were no led indicators on mouse and/or keyboard. No harm or injury was reported.